Event description:
It was reported that the atrial lead exhibited noise, causing auto mode switch episodes. Noise could not be replicated with arm maneuvers and pocket manipulation. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.